Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 489mg/dl. The mother stated that the insulin pump was functioning properly, and the customer is doing well. No further info was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.